Manufacturer narrative:
A visual inspection of the returned device revealed that it was undamaged and partially distracted. X-ray images of the internal components showed no damage. The nail was functionally tested and was able to distract and retract with the erc and high speed magnet. A device history record review revealed that the precice nail met all the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after approximately six (6) weeks of implantation; the device allegedly did not appear to be lengthening. The patient might have experienced premature consolidation. A corticotomy was performed on (B)(6) 2017; the nail was removed, and the patient was implanted with a new precice nail without incident.